Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial undersensing on the right atrial (ra) lead. It was also noted there was atrial lead high thresholds. The ra lead remains in use. No patient complications have been reported as a result of this event.